Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device exceeded the set operational speed. A 1.25mm rotalink¿ burr was selected for use. During preparation, upon testing, the rotational speed was set at 170,000rpm. However, it was noted that the rotations sounded in a higher speed. In addition, it was observed that the rotations exceeded the set operational speed reaching up to 240,000rpm. The system was switched on and off and the advancer was changed; however, the issue was not resolved. The procedure was completed with another of the same burr and advancer. No patient complications were reported and the patient's condition was stable.